Event description:
A malfunction was reported on the pump by the caller. The customer's blood glucose level was reported as not exceeding 500 mg/dl, indicating there was no adverse impact. Technical support provided information on how to reset the pump and assisted the caller with the process. After resetting, the malfunction code did not recur, and the customer was informed they could continue using the pump, with instructions to contact support if the issue reoccurred.